Event description:
N/a.

Manufacturer narrative:
An event of device deployed into a cobra shape during implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 24mm amplatzer septal occluder was chosen for implant using an unknown delivery system. While the device was attempted to implant, the device deployed in a cobra head appearance. The deformed device was not released from the delivery cable while inside the patient. Another 24mm amplatzer septal occluder was then chosen for implant. The replacement device was successfully implanted. There was no clinically significant delay in the procedure. No patient consequences were reported.